Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after experiencing a fall. A device interrogation revealed loss of capture and chest x-ray revealed that the right atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.